Event description:
It was reported that this pacemaker was unable to be interrogated. A magnet was not used for interrogation. It was suspected that the patient had a device replacement years ago. No adverse patient effects were reported. Additional information was obtained, the device had previously been explanted and replaced.

Event description:
It was reported that this pacemaker was unable to be interrogated. A magnet was not used for interrogation. It was suspected that the patient had a device replacement years ago. No adverse patient effects were reported.